Manufacturer narrative:
Pt weight and age were not disclosed. Device manufacture date not available at this time. As reported, the tip of the tool has been twisted, directly causing event. No return expected of the bent instrument.

Event description:
A medtronic rep reported that while in a case, the surgeon was concerned about the solera driver loosening around the head of the multi-axial screw. The medtronic rep reported that when advancing the screw into the bone with the navigated driver, he thought the driver was loosening around the screw head and allowing it to move. They switched to the non-navigated msb driver which has a locking mechanism - this was successful and did not impact navigational accuracy or the pt as he had successfully navigated and tapped the hole already. Conference in the medtronic engineer, who relayed the proper procedure for tightening the screw in the driver. The surgeon successfully completed the surgery with the use of the stealthstation treon. There was no impact on the pt outcome.